Manufacturer narrative:
H10: a review of submitted reports identified missing information. This follow up was completed to address the missing information. Additional information updated; a2: patient information updated; d4: cat. Number updated, UDI: updated; h4: device manufacture date added. H11: corrected: a1: patient information updated; d4: model number removed.

Manufacturer narrative:
Updated h6 (type of investigation) manufacturer narrative: based on our investigation and the additional information received, this event is unrelated to the use of exogen.

Event description:
Follow ups were completed and additional information was received. It was confirmed that the bacterial infection was not caused by exogen use. The patient was reported to be in stable condition and amputation is no longer being considered.

Manufacturer narrative:
Based on the information available, no definitive conclusions can be made in regards to the reported event. Attempts for additional information are in progress. It is unknown if the patient was treating on an open wound. Labeling instructs users that the ultrasound gel is non-sterile and that it should not be used on an open wound.

Event description:
It was reported that the patient was treating with exogen for three months and developed a bacterial infection of the leg that required surgery on (B)(6) 2021. Patient status is unknown, however it was reported that amputation may be needed.